Event description:
The customer reported on two consecutive reservoir changes she had experienced unusual high blood glucose levels. The reservoir compartment was wet with insulin. No troubleshooting was performed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.